Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
The manufacturer's representative (rep) reported a power on reset (por) 0x400 parity error. A CT scan could have been related to this issue. It was noted the patient had knee surgery in (B)(6) 2015. The por was successfully cleared with the clinician programmer. Therapy was not adequate. The patient would have to reprogram as they were asked for lead configuration and nothing was programmed, no electrodes, after designating a lead. It was noted it had been a long time since the patient was last reprogrammed. The healthcare provider (hcp) had attempted reprogramming the week prior to the report, but could not go past the por message. Relevant medical history included failed back surgery syndrome.